Event description:
On may 28, 2006 (5/28/2006) the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the error 1 message and reading inaccurately high. The medical affairs specialist (mas) spoke with the patient to obtain/verify the following information on 5/30/06: the pt said that the reported meter displayed the error 1 message about one week ago. The error 1 message indicates there is a problem with the meter. She continued to use the meter. "Sometime during the week" she obtained a results of "over 300" on the meter while having no symptoms of high or low blood glucose level. She called her doctor. The doctor was not available and she spoke with a nurse. They advised her to take more medication. The pt's usual medication: glipizide 20 mg twice a day. The pt told the mas she did not remember how much extra glipizide she was advised to take. After following the nurse's advice, the pt felt shaky. The pt contacted the nurse again and was advised to take 3 glucose tablets. She did so and felt better. The customer care advocate (cca) was unable to resolve the error 1 issue. The meter, test strips, and control solution were replaced. The complaint is reported because the meter provided a reading >300 after displaying the error 1 message. The pt took additional diabetes medication based on the reading > 300 mg/dl and experienced symptoms that suggested hypoglycemia. She took glucose tablets as advised by her health care professional and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.